Event description:
It was reported that during a laparoscopic appendectomy when, at trocar entry at the start of the case, the tip of the obturator was suspected to have separated and possibly fallen into the patient cavity and could not be detected or located. The surgical time was extended by 30 minutes or more while the team searched for the missing tip and obtained intraoperative imaging, including an x-ray and ultrasound, and neither detected the obturator tip. Another obturator was used to complete the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.